Manufacturer narrative:
Bottle 7 (alcohol) was removed from the instrument for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 9:34 am on (B)(6) 2014. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between ethanol concentration of 77% measured by the complainant using a densitometer and that calculated by the instrument software of 99%, indicates that an error occurred during completion of this action. Bottle 7 (alcohol) was then used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for alcohol is 98%. The consequences of using alcohol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water in the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent in bottle 7 (alcohol) prior to commencement of the protocol from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from a 16 hour protocol. On (B)(6) 2014, a leica applications specialist/trainer contacted the complaint to obtain further information regarding the specific circumstances involved in this complaint. The complaint advised that the laboratory staff were currently in the process of replacing all reagents; liquid droplets were not evident in the wax baths; the alcohol concentration in bottle 7 measure using a hydrometer was 77% while that calculated by the instrument software was 99% and the alcohol concentration in bottle 3 calculated by the instrument software was 66% but a hydrometer reading could not be obtained because the reagent had already been discarded. As of 06 january 2015, leica biosystems has not received information as to whether all tissue samples exhibiting sub-optimal tissue processing were diagnosable.